Event description:
Customer's family member called to report the insulin was not exiting. It was stated that the pump was primed several times and the insulin did come out. Additionally, the driver arms were very stiff. Troubleshooting was denied. A replacement pump was requested.